Manufacturer narrative:
Lead: 3778-60, lot # v797141005. Lead: 3778-60, lot # v797141003. Recharger: 37752, serial # (B)(4). Programmer: 37743, serial # (B)(4).

Event description:
It was reported the patient was experiencing shocking at her device site after implant. It was later reported the patient had additional pain which had worsened since implant, the battery charger was heating up, and when sitting down the battery was "stinging and pinching my inside skin and muscle." The patient was referred to their health care provider. Additional information has been requested, a follow-up report will be sent if additional information becomes available.